Event description:
It was reported that this pacemaker system displayed yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude the right atrial (ra) lead was found to be undersensing. The device remains in service. No adverse patient effects were reported.